Manufacturer narrative:
Product not returned for evaluation. Evaluation, method code: no product returned for evaluation. Conclusion: no product returned for evaluation. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a anterior cruciate ligament repair, first implant could be placed in the meniscus; the second implant did not come out of the needle channel. It was reported that the implants were cut free; all implants were removed from the joint. The surgeon continued the procedure. The procedure was completed with a back up device. There was a short delay that did not exceed 10 minutes.